Manufacturer narrative:
The customer states that a week ago, the laboratory experienced a water contamination issue. Since then, the customer noticed the quality controls (qc) were consistently out of range. The problem was noted with the alpha-fetoprotein (afp) and thyroid stimulating hormone (tsh3-ul), and no other methods were affected. The customer has replaced the reagents, used new calibrators, and performed qc repeatedly every 48 hours, to run samples. The customer informed siemens that samples are run 24 hours a day and did not want to perform troubleshooting (e.g., dark count testing) or stop the instrument from running other tests. Siemens dispatched a customer service engineer (cse) to the customer site. The siemens engineer replaced the degasser and water filter and performed a dark counts test to verify the instrument's operation. The cse primed the instrument and noted that qc testing was acceptable. The instrument was verified and operational post-service visit. No further evaluation of the device was required. MDR 2432235-2020-00334 was filed for the same event on a different advia centaur xpt instrument.

Event description:
The customer informed siemens that a water contamination occurred in the laboratory and the alpha-fetoprotein (afp) and thyroid-stimulating hormone (tsh3-ul) quality control (qc) results, on the advia centaur xpt instrument, were out of range. The customer alleges that no discordant results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the qc results being out of range.